Event description:
It was reported that during a coronary drug stenting treatment procedure, the physician was "unable to cross the lesion" and a "stent strut was sticking out." The physician was attempting to cross the moderately tortuous, moderately calcified circumflex (cx) lesion with a 3.00x12mm taxus express2 stent. The procedure was successfully completed with a different stent. The patient condition was reported as fine.

Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications.